Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res (B)(4).

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop headaches, shortness of breath, dizziness, and chronic cough. The patient required medical intervention in the form of a inhaled bronchodilator and steroid. The patient refused to provide details on the serial number of the device or contact information. If further information regarding the device become available, it will be submitted in the follow-up report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.